Manufacturer narrative:
Analysis received the unit function properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self and no delivery tests. There was no motor error alarm noted. The motor passed motor test. All operating currents are normal. There was no unexpected low battery, off no power, battery out of limit alarm, failed battery test alarm or low battery indicator anomaly noted during testing. However, the pump had corroded battery tube. There was no blank display noted or moisture damage inside the pump noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 179 mg/dl at the time of incident. The insulin pump will be returned for analysis.